Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured, was stretched, and had blood/body fluid (not obstructed). The defib conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation was breached cut and had cosmetic depression. There was a white substance on the exposed defib coil, on the outer insulation, and on the out tubing overlay. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that upon extraction of a previously capped rv lead the patient's blood pressure dropped, so the cardiac surgeon had to open the patient's chest to repair a hole in the heart. It was then decided to implant the replacement rv lead on a different day. No further patient complications have been reported as a result of this event.